Event description:
It was reported during a rotational atherectomy that the shaft of the shaft of the wire was damaged in the procedure. There were no injuries or patient complications reported. It is noted that the device was used after the expiration date.